Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they talked to their doctor today because it didn't seem like the stimulation was working right. Patient said their back and legs had been hurting and they didn't know if the battery was working/low; stimulation wasn't working like it should. Patient also said they noticed it was taking longer to charge the implant in the morning than it had been in the past; both issues started up a month or so ago. Patient mentioned they usually left the stimulation on all night and could really feel it even with the intensity turned down, and when they went to charge in the mornings, the implant would be at 80% and it seemed like it took forever to get to 100%. Agent asked them to clarify how long 'forever' was and patient said it was taking anywhere from 30-45 minutes to charge. Agent asked, patient confirmed they did not turn their stimulation off while charging. Agent reviewed information and suggested patient try turning off the stimulation while charging to see if that would speed up the charging process. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient with nas phone number for healthcare provider office to use to set up an appointment with a representative for reprogramming. Patient mentioned while on call that they were sitting and their legs were hurting, sometimes feels like the pain is shocking them. Patient said they were about to retire and lose their insurance, so inquired about how that would affect ability to make appointments; agent again redirected to hcp to discuss.